Manufacturer narrative:
Additional narrative: product investigation summary: one (1) t8 cannulated screwdriver shaft for 3.0mm headless compression screw (part: 03.226.004 / lot: 2214241) was received. The complaint was able to be confirmed as the cannulated screwdriver was returned with a spiral fracture of the distal tip. The broken fragment was not returned. Replication of the complaint is not applicable as the device was returned broken. Although the true root cause cannot be determined with the provided information, it is likely that nearly 10 years of use and wear as well as the use of excessive force has slowly led to this complaint condition. A visual inspection and drawing review were performed as part of this investigation. The cannulated stardrive screwdriver shaft is an instrument routinely used in headless compression screw instrument and implant sets. The cannulated screwdriver was returned with a spiral fracture of the distal tip. The broken fragment was not returned. The relevant product drawing was reviewed with no issues or discrepancies noted. A device history review was performed for the returned instrument¿s lot number with no material record reports, non-conformance reports, or complaint-related issues identified, which may have contributed to the complaint condition. No new, unique, or different patient harms were identified as a result of this evaluation. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device history review: manufacturing location: (B)(4) - manufacturing date: december 27, 2006. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: screwdriver handle (part unknown, lot unknown, quantity 1), screw (part unknown, lot unknown, quantity 1).

Manufacturer narrative:
(B)(6). (B)(4). Device is an instrument and is not implanted/explanted. The subject device was received. The investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history record review will be requested upon identification of the device lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure to treat a talus fracture, the screwdriver shaft tip broke intra-operatively into two (2) pieces when during the attempted connection of the shaft, screwdriver handle, and screw. The pieces did not fall into the patient's wound. Another screwdriver was readily available to complete the surgery successfully. There was two (2) minute surgical delay due to the reported event. The patient's postoperative status was reported as stable. This report is 1 of 1 for (B)(4).